Event description:
I had the essure implanted in (B)(6) 2005. I had the hsg performed in (B)(6) 2005, which showed that my tubes were totally blocked. In (B)(6) 2005, it was determined that I was pregnant. During the pregnancy, I had pain in my lower right side continuously. I stressed the whole pregnancy that something would be wrong with the baby. Everything turned out fine. Immediately after delivery, I continued to have the lower right back pain. I did physical therapy but the pain returned. I have lived with the pain for 4 yrs. In (B)(6) 2010, I had extreme lower right abdominal pain. It was decided to go in and remove the essure devices. On (B)(6) 2010, the surgery was performed laparoscopically. The left essure was in place and left there. The right essure was located on the outside of my uterus and removed. The back pain was immediately relieved. Dates of use: (B)(6) 2005 - 07(B)(6) 2010. Diagnosis or reason for use: tubal ligation. Event abated after use: yes.